Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. The action taken with pd therapy was not reported. At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.